Event description:
The facility representative reported a flogard infusion pump with a 38 failure code. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The initial medwatch is changed to (B)(6) 2012.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 38 was confirmed during device evaluation. The cause of the f-38 alarm was a damaged right fsr (force sensing resistor). The right fsr was replaced to correct the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted. A service history review was performed revealing no previous service for a same or similar event.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information:initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.